Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablation (rfa) for liver cancer, it started giving an output but bubbles were not observed as expected even though checking with echo. They stopped the output once and tried to measure the temperature, but the temperature had hardly increased. They changed the puncture site and gave another output but there was no change as well. So they used a new needle after removing the one in question and the procedure was completed. No patient injury.